Event description:
Nurse brought to my attention that as she prepared to gather equipment to start an IV, she noticed that the extension set was missing a blue tip cover. It was an unopened set lot # (10)ur25a17048). Emailed baxter rep on [date redacted]. Manufacturer response for straight-type catheter extension set, straight-type catheter extension set (per site reporter).